Event description:
It was reported that a patient advocate was hearing an alert from the device for about 1-3 months. The alert was reportedly because the device was not "appropriately activated" after it had been turned off for an operation. The device was turned off and not supplying therapy for about a month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).